Event description:
Customer's dr. Papas called to report that customer was hospitalized due to high blood glucose and ketoacidosis. Customer's blood glucose was 341 mg/dl at the time of hospitalization. Advised doctor to have patient call back to troubleshoot the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.